Manufacturer narrative:
Skin reaction is a rare and known risk of the use of ten20. Patient had very tight ace bandage covering the electrodes and it was in place for three (3) days. The electrode application method may have contributed significantly to the severity of the injury. Patient is slowly improving in the scarred areas but will likely have some visible signs of the injury remain for a significant time.

Event description:
Female patient had a 3 day monitoring eeg exam, in which electrodes were placed on the forehead, behind ears, and proportionally around the scalp according to eeg practices. The electrodes were grass eeg electrodes filled in the cup portion with ten20 conductive paste according to a consulting technologist, the patient's head and forehead was wrapped with an ace style bandage and the patient was instructed to wear this for 3 days. The electrodes were hooked to an eeg monitoring device. The patient described the wrap as feeling tight. She was instructed not to remove the wrap or the electrodes for 3 days, according to her, but to "press the electrode" if she felt any itching or discomfort. It was reported to us that the patient was motivated to go three days with no seizure activity because she would recover her driver's license if she made it through 3 days with no adverse eeg activity. Therefore, even though she experienced discomfort at the electrode sites, she endured the irritation to accomplish her goal of receiving a drivers license. The two forehead electrodes, when removed, left severe imprints, redness, and yellow pustules. A consulting technician sent pictures of the injury to us through an attachment to email messages. According to the patient, there is still scarring at the sites of these electrodes. There was also some injury the electrodes that were placed adjacent to the patient's ears, but these were reported to be less severe...and of course...less noticable.